Event description:
It was reported that the patient experienced a hypoglycemic event while using the ilet with a dexcom cgm, during which the dexcom reportedly overestimated glucose and the ilet dosed insulin when the actual blood glucose was lower; the patient subsequently discontinued use and requested return of the ilet and unopened supplies. Symptoms included low blood glucose to 34 mg/dl and mental fog in a patient with hypoglycemia unawareness. Outcomes included self-treatment with oral glucose without medical intervention, assistance, hospitalization, or residual effects reported. Investigation included review of the event details provided by the user. Investigation of this case revealed that the clinical event was hypoglycemia with unclear cause, and no device-specific malfunction was confirmed based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.